Event description:
On (B)(4) 2014, during a trip in (B)(6), the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter would not power on. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) could not reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The alleged issue began on the morning of (B)(6) 2014. The patient manages his diabetes with insulin pump therapy. Due to the reported issue, the patient was not able to continue to test his blood glucose and reportedly ¿stopped eating regularly and drank more water.¿ after the start of the alleged issue, the patient claimed his blood glucose went high and was urinating more frequently. Around 3pm that same afternoon, the patient reportedly went to the emergency room (ER). The patient obtained a blood glucose result of ¿hi¿ with the ER/ hospital meter and a result of ¿644 mg/dl¿ with a laboratory device. The patient was administered intravenous fluids and insulin as treatment. A couple days later, the patient reportedly was discharged from the ER/ hospital. At the time of troubleshooting, the cca noted there was no indication of misuse, the correct test strips were being used and the batteries were recently replaced. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.